Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited suspected premature battery depletion. The physician subsequently surgically explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This crt-d is expected to be returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). The returned cardiac resynchronization therapy defibrillator was analyzed and review of device data noted the rate of battery depletion was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited suspected premature battery depletion. The physician subsequently surgically explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This crt-d has been received for analysis.